Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated (B)(6) hospital. Block h6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a zero tip basket device was set to be used during a kidney stone removal procedure. Reportedly, after unpacking it was found that one of the basket wires completely fell off from the basket. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was set to be used during a kidney stone removal procedure. Reportedly, after unpacking it was found that one of the basket wires completely fell off from the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
(B)(6). Device code a0401 captures the reportable event of basket wire detached. Investigation results: the returned zero tip basket was analyzed, and a visual evaluation was noted that the handle returned in good condition. It was also noted that the basket returned in its open position. Microscopic examination was performed under magnification, and it was possible to noticed that one of the basket wires broken and fully detached. Additionally, necking evidence was visible on the broken wire. Functional examination was performed with the handle actuated, and the basket was able to open and close with no issues. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes that the reported event was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. However, the investigation findings did not lead to a clear conclusion about the cause of this problem. Additionally, the manufacturing process, includes different inspections to ensure that all finished devices meet specifications. Since the device was received already open, it is not possible to determine if the failure was caused due to incorrect use of the product. All the information gathered demonstrates that the cause of the event was not manufacturing related. Taking all available information into consideration an investigation conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the reported adverse event.